Event description:
It was reported by the customer "issue with the tip of the guidewire when we are having to retract during placement. It is creating a knot and will not allow us to continue forward but have to remove the needle and guidewire with a piece of the guidewire coming loose."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One photograph of a nitinol guidewire was returned for evaluation. An initial visual observation of the photograph showed the guidewire was in a plastic hoop with what appears to be the distal tip of the guidewire protruding a few inches out of the hoop. No further details could be discerned from the returned photograph. It could not be determined if and to what extent the guidewire in the returned photograph was damaged. As a note, normal movement of the guidewire is away from the sharpened bevel of the introducer needle and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "issue with the tip of the guidewire when we are having to retract during placement. It is creating a knot and will not allow us to continue forward but have to remove the needle and guidewire with a piece of the guidewire coming loose."